Manufacturer narrative:
(B)(4).

Event description:
It was reported that the devices were no good. The pt had 6-7 devices in as many years. Device registration shows 2 systems placed. Additional info has been requested regarding the specific malfunction and devices involved. A follow-up report will be submitted if additional info becomes available.